Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 17-year-old female patient for mechanical circulatory support. It was reported that the medical team experienced difficulty implanting impella due to vessels spasms and clamping down. Ultimately the medical team aborted the procedure. There was no patient harm reported.